Event description:
The customer reported through the outreach program that he experienced high and low blood glucose while using the continuous glucose monitoring system. He stated he would have issues with inaccurate sensor readings. The customer would treat based off the inaccurate sensor readings, causing him to go high or low. His high blood glucose was 528 mg/dl. When he was low, his blood glucose was 41 mg/dl. The customer stated the issue may have been related to the fact that he did not have any good abdomen insertion sites. The customer stated he had stopped using the sensors about two to three months prior. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please reference medwatch report # 2032227-2014-16775.